Manufacturer narrative:
Philips has investigated this complaint. A philips engineer contacted the customer remotely and found that the device was unable to start up and it stopped at 00:00. The customer reported that there was a stand error which occurred on the first startup. The customer performed shutdown which took a long time to complete. After the restart, the issue was not resolved as the system again got stuck at 00:00. The philips field service engineer (fse) inspected the system onsite and found that the software was not loading well and there was issue with the os disk. The fse replaced the hard disk. After the replacement, the system was returned to use in good working order.

Event description:
It was reported to philips that the device failed to power on properly with an error during booting. The device was not in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.